Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge had been filled with 430 units of insulin. The cartridge was reloaded resolving the issue. Customer's blood glucose level was 174 mg/dl. In addition, it was reported that the insulin gauge was inaccurate multiple times. There was no impact to the customer's blood glucose level. Reportedly, customer continue to use the cartridges despite having an inaccurate insulin gauge.